Manufacturer narrative:
(B)(4). The evaluation of the device is complete. Visual inspection was performed and did not identify any issues related to the reported condition; however, a broken door latch was identified which was captured and reported in (B)(4). An air sensor test was performed with no air identified in channel b. A review of the alarm log was performed and did not identify any alarms associated with the reported condition. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was serviced to meet functional specification outside of the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had air in the channel b line. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was serviced on-site but is awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.